Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out of range impedance measurements greater than 2,000 ohms and noise with oversensing. It was noted that upon lead extraction, it was difficult to visually confirm whether or not there was lead damage. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the tip of the lead was completely severed the tip of the lead was not returned, as was reported from the field. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out of range impedance measurements greater than 2,000 ohms and noise with oversensing. It was noted that upon lead extraction, it was difficult to visually confirm whether or not there was lead damage. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.